Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0933) on 28-aug-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain and persistent pain/pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)"), abdominal pain ("constant abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (live birth: (B)(6) 2011 and (B)(6) 2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to (B)(6) 2014 and zolpidem tartrate (ambien) since 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fatigue ("fatigue"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/ hormonal changes (since the essure placement, my hormones were out of control; and I had hair loss that I never experienced before)"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), abdominal pain (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), toothache ("toothaches"), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral (B)(6) ("cold sores"), pain ("body aches"), migraine ("migraines"), anxiety ("anxiety"), heart rate increased ("rapid pulse") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, migraine, teeth brittle, tooth fracture, dental restoration failure and alopecia was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral (B)(6), pain, anxiety, heart rate increased, genital haemorrhage, weight increased and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, insomnia, menorrhagia, migraine, oral (B)(6), pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Approximate weight at the time of essure placement: (B)(6). Patient had essure confirmation test hysterosalpingogram (hsg) test, approximately in (B)(6) 2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of (B)(6) 2018: (B)(6). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date (B)(6) 2015 was added. Essure start date updated from (B)(6) 2013 to 2013 (approximately in (B)(6) 2013 or (B)(6) 2013). Events dysmenorrhea (cramping), lower back pain were clubbed with previously reported events. Events genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, teeth brittle, tooth fracture, dental restoration failure, alopecia, weight increased, pelvic pain, headache were newly added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 28-aug-2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had hysterectomy to remove essure andany fragments that might be left behind"), pelvic pain ("severe pain and persistent pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)") and abdominal pain ("constant abdominal pain") in a 38-year-old female patient who had essure (batch no. B09703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (live birth: 25-may-2011 and 04-jul-2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to march 2014 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), toothache ("toothaches"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), alopecia ("hair loss/I had hair loss that I never experienced before)") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormones were out of control"). In 2014, the patient experienced tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral herpes ("cold sores"), pain ("body aches") and anxiety ("anxiety") and was found to have heart rate increased ("rapid pulse"). The patient was treated with partial hysterectomy and bilateral salpingectomy) and essure was removed in december 2015. At the time of the report, the device breakage, vaginal haemorrhage, genital haemorrhage, menorrhagia, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral herpes, pain, anxiety, heart rate increased, weight increased and headache outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, migraine, teeth brittle, tooth fracture, alopecia and hormone level abnormal had resolved and the dental restoration failure was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hormone level abnormal, insomnia, menorrhagia, migraine, oral herpes, pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Discrapancy noted as per previously date of removal was nov-2015 now as per pfs (11-feb-2019) date of removal : dec-2015. Essure 1 coils noted from left ostia and 1 coils noted from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in december 2013: result: total bilateral occlusion. Approximate weight at the time of essure placement: 210 pounds. Patient had essure confirmation test hysterosalpinogogram (hsg) test, approximately in dec-2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of 01-feb-2018: 177 pounds. Further company follow-up with the regulatory authority, consumer or other is not possible. Amendment: the report was amended on 25-feb-2019 for the following reason: dsil added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had hysterectomy to remove essure and any fragments that might be left behind"), pelvic pain ("severe pain and persistent pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)") and abdominal pain ("constant abdominal pain") in a 38-year-old female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (live birth: (B)(6)2011 and (B)(6)2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to (B)(6)2014 and zolpidem tartrate (ambien) since 2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), toothache ("toothaches"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), alopecia ("hair loss/I had hair loss that I never experienced before)") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormones were out of control"). In 2014, the patient experienced tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral herpes ("cold sores"), pain ("body aches") and anxiety ("anxiety") and was found to have heart rate increased ("rapid pulse"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6)2015. At the time of the report, the device breakage, vaginal haemorrhage, genital haemorrhage, menorrhagia, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral herpes, pain, anxiety, heart rate increased, weight increased and headache outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, migraine, teeth brittle, tooth fracture, alopecia and hormone level abnormal had resolved and the dental restoration failure was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hormone level abnormal, insomnia, menorrhagia, migraine, oral herpes, pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Discrepancy noted as per previously date of removal was (B)(6)2015 now as per pfs (B)(6)2019) date of removal : (B)(6)2015. Essure 1 coils noted from left ostia and 1 coils noted from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6)2013: result: total bilateral occlusion. Approximate weight at the time of essure placement: 210 pounds. Patient had essure confirmation test hysterosalpingogram (hsg) test, approximately in (B)(6)2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of (B)(6)2018: 177 pounds. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received. Lot number was added. Date of removal updated. Patient's demographics were added. Added event hormones were out of control, I had hysterectomy to remove essure and any fragments that might be left behind. Updated outcome of events. Updated onset date of events. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had hysterectomy to remove essure andany fragments that might be left behind"), pelvic pain ("severe pain and persistent pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)") and abdominal pain ("constant abdominal pain") in a 38-year-old female patient who had essure (batch no. B09703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (live birth: (B)(6) 2011 and (B)(6) 2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to (B)(6) 2014 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), toothache ("toothaches"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), alopecia ("hair loss/I had hair loss that I never experienced before)") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormones were out of control"). In 2014, the patient experienced tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral herpes ("cold sores"), pain ("body aches") and anxiety ("anxiety") and was found to have heart rate increased ("rapid pulse"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, vaginal haemorrhage, genital haemorrhage, menorrhagia, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral herpes, pain, anxiety, heart rate increased, weight increased and headache outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, migraine, teeth brittle, tooth fracture, alopecia and hormone level abnormal had resolved and the dental restoration failure was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hormone level abnormal, insomnia, menorrhagia, migraine, oral herpes, pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Discrapancy noted as per previously date of removal was (B)(6) 2015 now as per pfs ((B)(6) 2019) date of removal : (B)(6) 205 essure 1 coils noted from left ostia and 1 coils noted from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Approximate weight at the time of essure placement: 210 pounds. Patient had essure confirmation test hysterosalpinogogram (hsg) test, approximately in (B)(6) 2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of(B)(6) 2018: 177 pounds. Further company follow-up with the regulatory authority, consumer or other is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: update in md similar incident listing information. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had hysterectomy to remove essure and any fragments that might be left behind"), pelvic pain ("severe pain and persistent pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)") and abdominal pain ("constant abdominal pain") in a 38-year-old female patient who had essure (batch no. B09703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (live birth: (B)(6) 2011 and (B)(6) 2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to march 2014 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), toothache ("toothaches"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), alopecia ("hair loss/I had hair loss that I never experienced before)") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormones were out of control"). In 2014, the patient experienced tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral herpes ("cold sores"), pain ("body aches") and anxiety ("anxiety") and was found to have heart rate increased ("rapid pulse"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy and bilateral salpingectomy). Essure was removed in december 2015. At the time of the report, the device breakage, vaginal haemorrhage, genital haemorrhage, menorrhagia, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral herpes, pain, anxiety, heart rate increased, weight increased and headache outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, migraine, teeth brittle, tooth fracture, alopecia and hormone level abnormal had resolved and the dental restoration failure was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hormone level abnormal, insomnia, menorrhagia, migraine, oral herpes, pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Discrepancy noted as per previously date of removal was (B)(6) 2015 now as per pfs (11-feb-2019) date of removal : (B)(6) 2015. Essure 1 coils noted from left ostia and 1 coils noted from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Approximate weight at the time of essure placement: 210 pounds. Patient had essure confirmation test hysterosalpingogram (hsg) test, approximately in (B)(6) 2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of (B)(6) 2018: 177 pounds. Further company follow-up with the regulatory authority, consumer or other is not possible. Amendment: the report was amended on 21-feb-2019 for the following reason: country of incidence and country of reporter changed to australia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 28-aug-2015. The most recent information was received on 26-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had hysterectomy to remove essure andany fragments that might be left behind'), pelvic pain ('severe pain and persistent pain / pain'), uterine haemorrhage ('abnormal uterine bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal /menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('abnormal bleeding (vaginal /menorrhagia)') and abdominal pain ('constant abdominal pain') in a 38-year-old female patient who had essure (batch no. B09703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (live birth: 25-may-2011 and 04-jul-2013) and gravida ii. Essure did not worsened previously existing injury/condition. Concurrent conditions included postpartum state, anxiety, insomnia and blood pressure high. Concomitant products included clonazepam since 2013 to march 2014 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terrible painful cycles/ dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), toothache ("toothaches"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"), alopecia ("hair loss/I had hair loss that I never experienced before)") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormones were out of control"). In 2014, the patient experienced tooth fracture ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work") and dental restoration failure ("dental problems/dental issues/ my teeth become very brittle and were constantly breaking and chipping. My fillings were also consistently falling out, which required dental work"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysgeusia ("metallic taste constant in my mouth,"), feeling abnormal ("brain fog"), confusional state ("confusion"), insomnia ("insomnia"), arthralgia ("joint pain"), rash ("rashes"), oral herpes ("cold sores"), pain ("body aches") and anxiety ("anxiety") and was found to have heart rate increased ("rapid pulse"). The patient was treated with surgery (partial hysterectomy and partial hysterectomy and bilateral salpingectomy). Essure was removed in december 2015. At the time of the report, the device breakage, vaginal haemorrhage, genital haemorrhage, menorrhagia, abdominal pain, back pain, toothache, dysgeusia, feeling abnormal, confusional state, insomnia, arthralgia, rash, oral herpes, pain, anxiety, heart rate increased, weight increased and headache outcome was unknown, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, migraine, teeth brittle, tooth fracture, alopecia and hormone level abnormal had resolved and the dental restoration failure was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, confusional state, dental restoration failure, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hormone level abnormal, insomnia, menorrhagia, migraine, oral herpes, pain, pelvic pain, rash, teeth brittle, tooth fracture, toothache, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not had complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Discrapancy noted as per previously date of removal was nov-2015 now as per pfs (11-feb-2019) date of removal : dec-2015. Essure 1 coils noted from left ostia and 1 coils noted from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in december 2013: result: total bilateral occlusion. Approximate weight at the time of essure placement: 210 pounds. Patient had essure confirmation test hysterosalpinogogram (hsg) test, approximately in dec-2013, 3 months after essure placement. Result of essure confirmation test: it showed blockage. The radiologist who did the dye told her that she had 100% blockage from scar tissue build up. In 2015, she had x-ray and ultrasound, result unspecified. Current weight as of 01-feb-2018: 177 pounds. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.